Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer stated the alarm occurred after inserting a new battery. Customer's blood glucose was 164 mg/dl. The customer also reported receiving signal too low alarm and displayable history check failed on startup alarm. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.